Manufacturer narrative:
The pump had unresponsive act, up and down buttons due to corroded keypad traces. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the back light anomaly due to the unresponsive buttons. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called and reported that the buttons on the insulin pump were not consistently responding and there were cracks on the device in a few places. The device had reportedly been dropped. Customer's blood glucose was not known. No significant events leading to the keypad issues were recalled. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.